Event description:
The customer alleged that the device went into a ventilator inoperable condition while on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer inspected the device and could not duplicate the alleged event, although he did verify the safety valve open diagnostic code in memory. The unit passed extended self testing. No parts were replaced.